Manufacturer narrative:
Conclusion: this device is available for return and a f/u MDR will be submitted upon completion of the device investigation. The mfg records for this lot were reviewed and do not reveal any outstanding discrepancies, design or quality concerns.

Event description:
During the procedure, the physician was not able to introduce the neuron delivery catheter 070 into the 6f sheath (a boston super sheath). Another catheter 070 with a 7f sheath was used without issue. Note: sheath included in package.